Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler functional display check failed. It was identified that the cause for the blank screen was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of the patient's liberty select cycler was not coming on when the patient was touching it. It was reported that the patient had completed treatment, however was unable to see anything on the screen and they were still connected. The cycler was plugged into a wall socket that is not shared with anything. A light was shined on the screen, however nothing was seen. The cycler was reset/rebooted and only the ok and stop keys lit up. At that point in time, the technical support representative advised the patient to discontinue use of the cycler. The patient reported that they had manual therapy available. Additional information was requested, however to date not provided. The cycler was returned to the manufacturer and upon physical evaluation, it was identified that the transformer on the inverter board was burned.